Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion, which was noted at at 15.0cm to 16.0m from the connector pin and was breaching the optim sheath only due to friction to the device can proximal to the suture sleeve tied down impressions.